Event description:
The teleflex autofuser disposable pain control pump does not deliver the 5 ml or 2 ml bolus it's advertised or purported to deliver. Various anesthesiologists in the department were able to demonstrate to the company representatives that the 5 ml bolus feature and the 2 ml bolus feature did not deliver even close to the amounts they were supposed to deliver. In addition, there is no audible or visual means of knowing when the full bolus has been delivered. Company representatives as well as the (B)(6) are aware of the problem. Yet, they have proceeded with a 2 week trial (and longer) of the product in patients with peripheral nerve catheter for postoperative pain control. I feel it is unethical to be trialing a product that purports to provide 5 ml or 2 ml bolus dosing for breakthrough pain, yet doesn't really deliver that amount. I am also not confident in the fact that the patient would even know when the purported full bolus has been delivered as there is no audible or visual means of knowing when the full bolus has been delivered. Dates of use: (B)(6) 2013. Reason for use: postoperative pain control in patient with peripheral nerve.